Event description:
Status post bilateral subglandular inframammary 165cc h/s gels for augmentation. Pt reports no change in size and no history of trauma to breasts after fall on chest in april of 1993. Recent mammogram positive right rupture. Pt has mild, intermittent right discomfort for 1.5 years. Positive mild systemic complaints including arthralgias, myalgias, right lateral epicondylitis, swelling, chronic fatigue, sleep disturbance, difficulty healing, hot flashes, hair loss, sensitivity to sun/rashes, sensitive to cold (raynaud's), weight gain, abdominal bloating, chronic constipation, easy bruising and urinary problems. Pt is otherwise healthy.